Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported 237 mg/dl on customer's meter, 120 mg/dl on doctor's meter within 10 minutes. No adverse event reported, meter and strips replaced and requested for return.